Event description:
The customer reported obtaining low sodium patient results on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer with results considered correct. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).